Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose the customer¿s blood glucose was 539 mg/dl. The blood glucose level was 239 mg/dl. Customer treated with manual injection and blousing with the insulin pump. Customer stated that the drive support cap was normal. Customer also stated that the cannula was bent. The product will not return for analysis.